Event description:
A patient was implanted with a prodisc c vivo device on (B)(6) 2022. Patient experienced numbness in the arm and pain in the neck. Imaging showed that the implant was misaligned. Pdc vivo device was removed on (B)(6) 2022 and a cornerstone implant was placed.

Manufacturer narrative:
It was reported that a patient was implanted with a prodisc c vivo device on (B)(6) 2022. Patient experienced numbness in the arm and pain in the neck. Imaging showed that the implant was misaligned. Pdc vivo device was removed on (B)(6) 2022 and a cornerstone implant was placed. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was at the lowest possible level of improbable. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to an acceptable. Device evaluation is in process and will be completed by exponent under report pdcv-rd-0005. The complaint is confirmed and the investigation found that the removal was caused by device misalignment, a cause for the device misalignment could not be determined as it is unknown at what point the misalignment occurred. This report is for 1 of 1 devices involved in this event.

Manufacturer narrative:
Addition of UDI number.

Event description:
Update to add UDI number to report.